Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided h6: additional h6- patient codes: 4755: swelling/edema, 1932: inflammation.

Event description:
It was reported that the implant at tooth site #23 was removed due to peri-implantitis. The implant lost integration four months after placement and needed to be removed with granulation tissue formed around it. The implant was removed and the new implant is planned to be placed which will require delay in waiting for osteointegration additional appointment required: yes, implant placement at 23 and abutment locator placement. Symptoms as a result of the event: inflammation, pain & swelling.